Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient could no longer feel or increase stimulation. An impedance check showed high impedances on multiple contacts. Reprogramming to provide resolution was unsuccessful. The patient's issue will be discussed with his doctor.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. Preoperatively an impedance check showed high impedancesn all contacts. During the procedure, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient will undergo surgical intervention.